Event description:
It was reported that the guidewire (subject device) was used inside the patient without any issue. When the physician went to use it again, guidewire coating was noted on the hands of the scrub nurse. There were no clinical consequences to the patient.

Event description:
It was reported that the guidewire (subject device) was used inside the patient without any issue. When the physician went to use it again, guidewire coating was noted on the hands of the scrub nurse. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the guidewire was slightly bent. No anomalies were noted to the guidewire hydrophilic coating. The guidewire polytetrafluoroethylene (ptfe) coating was examined and noted to be scraped off approximately at 20.0 cm, 52.0 cm, 80.0 cm and 121.0 cm and from its proximal tip. The ptfe coating was scraped on the guidewire along its ptfe length. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The information provided by the complainant indicated that a torque device was not used. Review and analysis of available information fails to identify a definitive cause of the reported event.